Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling and perigee were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to mixed urinary incontinence and uterovaginal prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence, bleeding and dyspareunia. It was reported that the patient underwent revision of anterior repair and mesh with excision of eroded mesh on (B)(6) 2006 due to mesh complications and erosion. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently anterior repair of vaginal wall with perigee mesh and suprapubic catheter insertion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 08/19/2015. Additional information. Corrected information.